Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: france. During gastrectomy, the hemostasis was uncertain (random).

Manufacturer narrative:
Investigation: no product available. Batch history review: because the batch number is unknown, there is no batch history report possible. Conclusion and root cause: because there are no information about any error messages from the rf- generator, we assume that the problem is most probably user / patient related. Corrective action: according to (B)(4) there is no CAPA necessary.